Event description:
The customer observed a barcode read error of one patient sample with the cell-dyn sapphire analyzer. The customer noticed the sample could not read the barcode with the sample loader, and there was no ID in the lis for patient sid (B)(6). The customer realized there was no ID (B)(6) in the lis system and corrected the sample ID to facilitate further sample processing. Upon further investigation of the problem, patient sid (B)(6) was read as sid (B)(6). The customer performed some troubleshooting with a dummy barcode and there was no barcode read issue. The customer investigated the barcode label printer and determined there was an issue when printing barcodes. There was no impact to patient management due to the barcode read error.

Manufacturer narrative:
The customer reported a specimen misread occurred when using the hand-held barcode reader on the cell-dyn sapphire instrument. The barcode label could not be read in autoloader mode. A field service engineer (fse) tested the hand-held barcode reader five (5) times without any issues. The fse attributed the issue to the barcode label, which was not available because it was returned to the manufacturer. The cell-dyn sapphire system operator's manual provides specific information regarding the requirements for barcode symbols, labels and their placement in order to be used with the cell-dyn sapphire. No product deficiency was identified with the cell-dyn sapphire instrument in the evaluation of the customer's issue.

Manufacturer narrative:
Date received by manufacturer: the previous medwatch follow up. Submission contained a typographical error. The date received by manufacturer was submitted as (B)(4) 2011 which should have been (B)(4) 2012.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.